Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constricting pains on my right flank, pain for over 6 years'), genital haemorrhage ('heavy bleeding over six years') and device breakage ('resection of mucosa in uterus by tcre may have damaged essure, spread pet fibres and fragments all over my uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had trouble inserting them" on (B)(6) 2014 and device physical property issue "one of them got a bit crumpled but she managed to insert it" on (B)(6) 2014. Medical conditions: no nickel sensitivity test before essure implantation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2018, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced feeling abnormal ("brain fog"), fatigue ("fatigue"), neuralgia ("nerve pain in leg") and inflammation ("could be an inflammation from essure implants") and was found to have vitamin b12 decreased ("vitamin b12 level of around 800-900"). The patient was treated with surgery (bilateral salpingectomy with essure removal and resection of mucosa in uterus by tcre in 2018 and 2019). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, device breakage, feeling abnormal, fatigue, neuralgia, vitamin b12 decreased and inflammation outcome was unknown. The reporter considered device breakage, fatigue, feeling abnormal, genital haemorrhage, inflammation, neuralgia, pelvic pain and vitamin b12 decreased to be related to essure. The reporter commented: essure was inserted in hospital by healthcare professional who had trouble inserting them, one of them got a bit crumpled but she managed to insert it. On (B)(6) 2014, I was hospitalized with constricting pains on my right flank. On (B)(6) 2014, I met with an emergency doctor with muscle pains. On (B)(6) 2014, hospitalized with constricting pains in the left flank ¿ thereafter, pain and heavy bleeding over 6 years, for which I underwent various assessments before I finally met with a gynecologist, who had heard about the side effects of essure and referred me to gynecology department where on (B)(6) 2020, my fallopian tubes and essure implants were removed. In 2018 and 2019, tcre was performed in a hospital without describing [sic] essure and without determining where they were initially positioned, which may have damaged the material essure is made of and spread pet fibres and fragments over my uterus. Essure caused me pain for 6 years, heavy bleeding, ¿brain fog¿, fatigue and nerve pain in the leg. I have a vitamin b12 level of around 800-900 and have long been asking the doctor about the reason for it; I am aware this is not dangerous, but I have found out for myself that it could be due to an inflammation from essure implants ¿ they are made of approx. 55% nickel, and I had never had a nickel [sensitivity] test before I had them. Diagnostic results (normal ranges are provided in parenthesis if available): vitamin b12 - on an unknown date: 800-900. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (danish medicines agency, reference number: (B)(4)) on 26-oct-2020. The most recent information was received on 24-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constricting pains on my right flank, pain for over 6 years'), genital haemorrhage ('heavy bleeding over six years') and device breakage ('resection of mucosa in uterus by tcre may have damaged essure, spread pet fibres and fragments all over my uterus') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had trouble inserting them" on (B)(6) 2014 and device physical property issue "one of them, on the right got a bit crumpled but she managed to insert it" on (B)(6) 2014. Medical conditions: no nickel sensitivity test before essure implantation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have vitamin b12 decreased ("vitamin b12 level of around 800-900"). On (B)(6) 2016, the patient experienced neuralgia ("nerve pain in leg"). On (B)(6) 2018, the patient experienced feeling abnormal ("brain fog"). On (B)(6) 2018, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced inflammation ("could be an inflammation from essure implants"). The patient was treated with surgery (bilateral salpingectomy with essure removal and resection of mucosa in uterus by tcre in 2018 and 2019). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, device breakage, vitamin b12 decreased, inflammation and anxiety outcome was unknown and the feeling abnormal, fatigue and neuralgia had not resolved. The reporter considered anxiety, device breakage, fatigue, feeling abnormal, genital haemorrhage, inflammation, neuralgia, pelvic pain and vitamin b12 decreased to be related to essure. The reporter commented: essure was inserted in hospital by healthcare professional who had trouble inserting them, one of them got a bit crumpled but she managed to insert it, success with achieved on left side, where there are 3 coils in the cavity. Then on the right, the coils remained somewhat curled up, but it was well positioned, so there was a maximum of 8 loops in the cavity. On (B)(6) 2014, I was hospitalized with constricting pains on my right flank. On (B)(6) 2014, I met with an emergency doctor with muscle pains. On (B)(6) 2014, hospitalized with constricting pains in the left flank ¿ thereafter, pain and heavy bleeding over 6 years, for which I underwent various assessments before I finally met with a gynecologist, who had heard about the side effects of essure and referred me to gynecology department where on (B)(6) 2020, my fallopian tubes and essure implants were removed. In 2018 and 2019, tcre was performed in a hospital, the essure was damaged; one of the coils was damaged by the "rod" slipping through the ¿coil¿, essure and without determining where they were initially positioned, which may have damaged the material essure is made of and spread pet fibres and fragments over my uterus. Essure caused me pain for 6 years, heavy bleeding, ¿brain fog¿, fatigue and nerve pain in the leg. She had a vitamin b12 level of around 800-900 and has long been asking the doctor about the reason for it; she is aware this is not dangerous, but she has found out for herself that it could be due to an inflammation from essure implants ¿ they are made of approx. 55% nickel, and I had never had a nickel [sensitivity] test before I had them. She complains due to the fact she had had to have surgery and have important organs removed because of essure, and she was sad that she had to go through 6 years of pain and anxiety. Even though her problems started only 1 month after the essure was inserted. And she was sad that ablation was performed twice, which could have caused injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Gynaecological examination - on an unknown date: believes the essure was positioned correctly. Hysterosalpingogram - on an unknown date: there was some dificulty during insertion of essure, but could not see any damage on hysterosalpingogram or whether it is damaged. Vitamin b12 - on (B)(6) 2015: 800-900. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2021: FDA code was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (danish medicines agency, reference number: (B)(4)) on 26-oct-2020. The most recent information was received on 02-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constricting pains on my right flank, pain for over 6 years'), genital haemorrhage ('heavy bleeding over six years') and device breakage ('resection of mucosa in uterus by tcre may have damaged essure, spread pet fibres and fragments all over my uterus') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had trouble inserting them" on (B)(6) 2014 and device physical property issue "one of them, on the right got a bit crumpled but she managed to insert it" on (B)(6) 2014. Medical conditions: no nickel sensitivity test before essure implantation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have vitamin b12 decreased ("vitamin b12 level of around 800-900"). On (B)(6) 2016, the patient experienced neuralgia ("nerve pain in leg"). On (B)(6) 2018, the patient experienced feeling abnormal ("brain fog"). On (B)(6) 2018, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced inflammation ("could be an inflammation from essure implants"). The patient was treated with surgery (bilateral salpingectomy with essure removal and resection of mucosa in uterus by tcre in 2018 and 2019). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, device breakage, vitamin b12 decreased, inflammation and anxiety outcome was unknown and the feeling abnormal, fatigue and neuralgia had not resolved. The reporter considered anxiety, device breakage, fatigue, feeling abnormal, genital haemorrhage, inflammation, neuralgia, pelvic pain and vitamin b12 decreased to be related to essure. The reporter commented: essure was inserted in hospital by healthcare professional who had trouble inserting them, one of them got a bit crumpled but she managed to insert it, success with achieved on left side, where there are 3 coils in the cavity. Then on the right, the coils remained somewhat curled up, but it was well positioned, so there was a maximum of 8 loops in the cavity. On (B)(6) 2014, I was hospitalized with constricting pains on my right flank. On (B)(6) 2014, I met with an emergency doctor with muscle pains. On (B)(6) 2014, hospitalized with constricting pains in the left flank ¿ thereafter, pain and heavy bleeding over 6 years, for which I underwent various assessments before I finally met with a gynecologist, who had heard about the side effects of essure and referred me to gynecology department where on (B)(6) 2020, my fallopian tubes and essure implants were removed. In 2018 and 2019, tcre was performed in a hospital, the essure was damaged; one of the coils was damaged by the "rod" slipping through the ¿coil¿, essure and without determining where they were initially positioned, which may have damaged the material essure is made of and spread pet fibres and fragments over my uterus. Essure caused me pain for 6 years, heavy bleeding, ¿brain fog¿, fatigue and nerve pain in the leg. She had a vitamin b12 level of around 800-900 and has long been asking the doctor about the reason for it; she is aware this is not dangerous, but she has found out for herself that it could be due to an inflammation from essure implants ¿ they are made of approx. 55% nickel, and I had never had a nickel [sensitivity] test before I had them. She complains due to the fact she had to have surgery and have important organs removed because of essure, and she was sad that she had to go through 6 years of pain and anxiety. Even though her problems started only 1 month after the essure was inserted. And she was sad that ablation was performed twice, which could have caused injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Gynaecological examination - on an unknown date: believes the essure was positioned correctly. Hysterosalpingogram - on an unknown date: there was some difficulty during insertion of essure, but could not see any damage on hysterosalpingogram or whether it is damaged. Vitamin b12 - on (B)(6) 2015: 800-900. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the reported events indicate the possibility of a usability/handling error with essure during insertion, therefore, it cannot be excluded that a use error is related to the complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 2-dec-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constricting pains on my right flank, pain for over 6 years'), genital haemorrhage ('heavy bleeding over six years') and device breakage ('resection of mucosa in uterus by tcre may have damaged essure, spread pet fibres and fragments all over my uterus') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had trouble inserting them" on (B)(6) 2014 and device physical property issue "one of them, on the right got a bit crumpled but she managed to insert it" on (B)(6) 2014. Medical conditions: no nickel sensitivity test before essure implantation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have vitamin b12 decreased ("vitamin b12 level of around 800-900"). On (B)(6) 2016, the patient experienced neuralgia ("nerve pain in leg"). On (B)(6) 2018, the patient experienced feeling abnormal ("brain fog"). On (B)(6) 2018, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced inflammation ("could be an inflammation from essure implants"). The patient was treated with surgery (bilateral salpingectomy with essure removal and resection of mucosa in uterus by tcre in 2018 and 2019). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, device breakage, vitamin b12 decreased, inflammation and anxiety outcome was unknown and the feeling abnormal, fatigue and neuralgia had not resolved. The reporter considered anxiety, device breakage, fatigue, feeling abnormal, genital haemorrhage, inflammation, neuralgia, pelvic pain and vitamin b12 decreased to be related to essure. The reporter commented: essure was inserted in hospital by healthcare professional who had trouble inserting them, one of them got a bit crumpled but she managed to insert it, success with achieved on left side, where there are 3 coils in the cavity. Then on the right, the coils remained somewhat curled up, but it was well positioned, so there was a maximum of 8 loops in the cavity. On (B)(6) 2014, I was hospitalized with constricting pains on my right flank. On (B)(6) 2014, I met with an emergency doctor with muscle pains. On (B)(6) 2014, hospitalized with constricting pains in the left flank ¿ thereafter, pain and heavy bleeding over 6 years, for which I underwent various assessments before I finally met with a gynecologist, who had heard about the side effects of essure and referred me to gynecology department where on (B)(6) 2020, my fallopian tubes and essure implants were removed. In 2018 and 2019, tcre was performed in a hospital, the essure was damaged; one of the coils was damaged by the "rod" slipping through the ¿coil¿, essure and without determining where they were initially positioned, which may have damaged the material essure is made of and spread pet fibres and fragments over my uterus. Essure caused me pain for 6 years, heavy bleeding, ¿brain fog¿, fatigue and nerve pain in the leg. She had a vitamin b12 level of around 800-900 and has long been asking the doctor about the reason for it; she is aware this is not dangerous, but she has found out for herself that it could be due to an inflammation from essure implants ¿ they are made of approx. 55% nickel, and I had never had a nickel [sensitivity] test before I had them. She complains due to the fact she had had to have surgery and have important organs removed because of essure, and she was sad that she had to go through 6 years of pain and anxiety. Even though her problems started only 1 month after the essure was inserted. And she was sad that ablation was performed twice, which could have caused injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Gynaecological examination - on an unknown date: believes the essure was positioned correctly. Hysterosalpingogram - on an unknown date: there was some dificulty during insertion of essure, but could not see any damage on hysterosalpingogram or whether it is damaged. Vitamin b12 - on (B)(6) 2015: 800-900. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: the follow information were updated patient's age, height, weight; date on vitamin b12 lab data, new lab data; event anxiety added, onset date added to foggy feeling in head, fatigue, neuralgia, vitamin b12 decreased, inflammation nos; outcome updated from unknown to not recovered/not resolved on events foggy feeling in head, fatigue, neuralgia , from unknown to recovered/resolved pelvic on pain female based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constricting pains on my right flank, pain for over 6 years'), genital haemorrhage ('heavy bleeding over six years') and device breakage ('resection of mucosa in uterus by tcre may have damaged essure, spread pet fibres and fragments all over my uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of them got a bit crumpled but she managed to insert it" on (B)(6) 2014 and device difficult to use "she had trouble inserting them" on (B)(6) 2014. Medical conditions: no nickel sensitivity test before essure implantation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2018, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced feeling abnormal ("brain fog"), fatigue ("fatigue"), neuralgia ("nerve pain in leg") and inflammation ("could be an inflammation from essure implants") and was found to have vitamin b12 decreased ("vitamin b12 level of around 800-900"). The patient was treated with surgery (bilateral salpingectomy with essure removal and resection of mucosa in uterus by tcre in 2018 and 2019). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, device breakage, feeling abnormal, fatigue, neuralgia, vitamin b12 decreased and inflammation outcome was unknown. The reporter considered device breakage, fatigue, feeling abnormal, genital haemorrhage, inflammation, neuralgia, pelvic pain and vitamin b12 decreased to be related to essure. The reporter commented: essure was inserted in hospital by healthcare professional who had trouble inserting them, one of them got a bit crumpled but she managed to insert it. On (B)(6) 2014, I was hospitalized with constricting pains on my right flank. On (B)(6) 2014, I met with an emergency doctor with muscle pains. On (B)(6) 2014, hospitalized with constricting pains in the left flank ¿ thereafter, pain and heavy bleeding over 6 years, for which I underwent various assessments before I finally met with a gynecologist, who had heard about the side effects of essure and referred me to gynecology department where on (B)(6) 2020, my fallopian tubes and essure implants were removed. In 2018 and 2019, tcre was performed in a hospital without describing [sic] essure and without determining where they were initially positioned, which may have damaged the material essure is made of and spread pet fibres and fragments over my uterus. Essure caused me pain for 6 years, heavy bleeding, ¿brain fog¿, fatigue and nerve pain in the leg. I have a vitamin b12 level of around 800-900 and have long been asking the doctor about the reason for it; I am aware this is not dangerous, but I have found out for myself that it could be due to an inflammation from essure implants ¿ they are made of approx. 55% nickel, and I had never had a nickel [sensitivity] test before I had them. Diagnostic results (normal ranges are provided in parenthesis if available): vitamin b12 - on an unknown date: 800-900. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.